Event description:
It was reported that during use of the bd vacutainer® lh pst¿ ii plus blood collection tubes, fsh test gave an unexpected ft4 result. The initial pst result was > 64 pmol/l. An sst tube collected on same request was given a test result of 31 pmol/l. Test was repeated another day with pst tube and gave a result around 31 pmol/l. There was no report of patient impact.

Manufacturer narrative:
H.6. Investigation summary: bd had not received samples or photos for evaluation. Additionally, bd determined the specific lot number associated with this complaint was not a valid lot; therefore, a review of the device history record could not be conducted. Further clinical testing could not be conducted as certain assays, in this case ft4 analyte testing, are not validated in bd clinical laboratory protocols. This complaint is unable to be confirmed for erroneous results (ft4). If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Lot number given by the customer was an invalid lot: d4. Medical device expiration date: unknown. H4. Device manufacture date: unknown. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. H3 other text : na.

Event description:
It was reported that during use of the bd vacutainer® lh pst¿ ii plus blood collection tubes, fsh test gave an unexpected ft4 result. The initial pst result was > 64 pmol/l. An sst tube collected on same request was given a test result of 31 pmol/l. Test was repeated another day with pst tube and gave a result around 31 pmol/l. There was no report of patient impact.